Event description:
Reporter indicated that device diagnostic testing at office visit in 07/02 resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The patient underwent generator replacement surgery in 2002 due to end of service. Device diagnostic testing in 06/2002 resulted in high lead impedance reading (dc-dc code 4, ok and high), indicating that the ncp system was functioning properly, but that the generator was working harder to deliver the programmed therapy. X-rays did not reveal any obvious discontinuities in the ncp system, but it did appear that the negative electrode may not be properly attached to the nerve. Further follow-up revealed that the lead was replaced in 2002. The patient reportedly had an excessive amount of scar tissue around the lead coils on the nerve. The physician indicated that the excess scar tissue may have contributed to the high lead impedance readings by preventing a good connection of the lead to the nerve. In addition, the nurse reported that they believed that the patient was still feeling stimulation prior to lead replacement surgery because the patient would grab at their neck. It was also reported that the patient was not as alert and was hallucinating before lead replacement surgery because of heavy medication changes. The patient stated that they were not aware of any injury that they may have experienced that could have caused damage to the ncp system. The patient has reportedly had fewer seizures with the vns implant.